Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16421271, model/catalog description: infinion 16 lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also noted that the leads had high impedances. The patient underwent an explant procedure and was doing well postoperatively.